Event description:
Healthcare professional reported left side deflation as well as a capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and crease flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Additional, changed, and/or corrected data: b5, d9, g1, h3, h6.

Event description:
Healthcare professional additionally reported left side "particles in valve".